Event description:
A peritoneal dialysis (pd) patient experienced fluid leakage between the titanium adapter and the pd catheter during use. Subsequently the patient developed peritonitis manifested by cloudy fluid. The cause of the leakage was not reported. The titanium adapter and transfer set were replaced immediately. The patient was hospitalized for the event and was treated with gentamicin and "abdominal dialysis liquid flushing abdominal treatment". Three days after event onset, the patient was discharged in "good condition". No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.